Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported that, "set screw cross threaded in the nail and would not engage the lag screw. Removed and put in another nail."